Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to infection. Noted that the patient was on intravenous antibiotics. Additional information obtained from field representative and confirmed that system was extracted due to infection. No additional adverse patient effects were reported. The rv lead was explanted.